Manufacturer narrative:
This report has been identified as b. Braun medical (B)(4). One (1) used set was returned for evaluation. Upon visual inspection, the tubing approx 1/2 inch above the distal caresite was blown apart, confirming the defect. It was indicated the set was used during a CT scan, most likely with a power injector. It should be noted that our primary IV sets are not rated for this procedure. Designated, labeled extension sets are recommended when performing this type of procedure. All information concerning this reported incident has been included in our trend analysis of the product line. We will maintain this report for future reference, and continue to monitor other reports for similar occurrences. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the line was clamped and it split causing the IV set to leak blood.